Event description:
It was reported that while in the cath lab, the md inserted a sheath via the femoral artery. The intra-aortic balloon (iab) was prepped per instruction and given to the md to insert. The md tried to insert the iab through the sheath; however, the iab would not advance. Md tried again and this time the central lumen "bent down." This iab was not used. Another iab was opened and used with success. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.